Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they believed the power supply on the heartstart xl was defective based on the device behavior during testing. The battery was not charged by the device. There was no patient involvement.